Event description:
During functional testing, the device failed to power on and displayed a red "x" status indicator. Complainant indicated that there was no patient involvement in the reported malfunction.